Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced false atrial fibrillation (af) episodes due to p wave oversensing and t-wave oversensing (twos). It was further reported that the icm experienced false bradycardia and false pause episodes due to undersensing. The icm remains in use. No patient complications have been reported as a result of this event.